Manufacturer narrative:
The tandem user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, customer was using admelog insulin in the cartridge. Tandem technical support educated customer regarding cartridge/insulin labeling. Customer¿s blood glucose ranged from 326 mg/dl to 380 mg/dl. Reportedly, customer changed the pump supplies multiple times. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.